Event description:
Bag of solution (normosol ph 7.4, 1000cc) had not yet been removed from outer bag when black, mold-like substance was noted at rubber stopper. This was reported to hospira company representative on (B)(4) 2011, the fad. Defective bag was sent to hospira customer service for analysis on (B)(4) 2011 to: hospira (B)(4). Facility retrieved all bags (433) of the same lot # and returned to product distributor (cardinal health) on (B)(4) 2011. The returned bags were replaced by distributor with bags of a different lot number.